Event description:
It was reported that the patient was getting shocks at the implant site whether stimulation was turned on or off. The reporter indicated that it was getting progressively worse. There was no known incident related to the complaint. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# j0124748v, implanted: (B)(6) 2002. Product type: lead: product ID 3887-28, lot# j0015926v, implanted: (B)(6) 2001. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3487a-33, lot# v006062, implanted: (B)(6) 2006. Product type: lead. (B)(4).